Manufacturer narrative:
During testing, was unable to perform basic occlusion, occlusion, prime/delivery and excessive no delivery test due to cracked endcap. Unable to verify motor error alarm due to cracked endcap; however, motor passed motor test. Insulin pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was not reported. Insulin pump would be replaced.